Manufacturer narrative:
Device received with blank display due to corroded electronic assemblies. Unable to verify critical pump error due to blank display. Device received with corroded motor home switch.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that under the impression of insulin pump was waterproof they went into the pool and then insulin pump stopped working as well as received open book image. The customer¿s blood glucose level was 170 mg/dl. Troubleshooting was done for the critical pump error alarm. The customer reported that they received the open book image on the insulin pump screen. The insulin pump will be returned for analysis.